Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported device does not recognize an open-door state was reproduced during evaluation. Evaluation revealed that the lower latch switch was determined to be the failed component. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door state. There was no patient involvement. No additional information is available.